Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was reviewed and no non-conformances related to the reported event were noted. The service territory manager (stm) verified the alleged malfunction and found the pneumatic module assembly (pim) failed the leak test. The stm replaced the pim and then the iabp passed all functional and safety tests per factory specifications, was cleared for clinical use and returned to the customer. The initial reporter of this record was a (B)(4) who was performing the in service training. His contact information is (B)(6).

Event description:
Cardiac assist account manager (caam) reported that while using the intra-aortic balloon pump (iabp) with a demo balloon, on start up it alarmed "gas loss in iab circuit". All connections and settings were appropriate. The same demo balloon worked correctly on an alternative pump. No patient was involved, and no adverse event has been reported.